Manufacturer narrative:
Due to character limit: e1 (event site name) (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the fse, that during pre delivery inspection, the cardiosave intra aortic balloon pump (iabp) had high drive pressure alarm and helium leak. No patient involved.

Manufacturer narrative:
Updated field: b4, d9(return to manufacture date), g3, g6, h2, h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.